Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed blank display, low battery alert, power system error and damage. The customer's blood glucose level was 300 mg/dl at the time of incident. The customer reported numerous alarms, alerts and errors. The customer states where you put the battery in cap fell off, changed the battery and it went blank again. The customer did troubleshoot the issues. The blood glucose level today was 88 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump not received stuck in manufacturing mode. Pump was received with normal operating currents and no unexpected low battery alarm or blank display noted during testing. Pump trace download analysis confirmed the pump alarmed power error 25, power loss alarm and replace battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error 25, power loss alarm and replace battery alert due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Unit was received with cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, scratched case, missing display window cover, minor scratched lcd window and cracked select button keypad overlay.